Event description:
The publication, "bioglue induced granuloma causing symptomatic spinal cord compression: a late complication" by rasul f.t. Et al. Published in acta neurochirurgica, describes two cases in which the use of bioglue caused a local reaction culminating in the formation of a granuloma that caused cord compression several years after surgery. Case 1 details of a (B)(6) male who underwent posterior cervical spine surgery in which bioglue was used for dural closure. Two years after surgery, MRI scans of the cervical spine showed progressively worsening cervical canal stenosis and an extradural lesion consistent with granulomatous collection posterior to the spinal cord. Surgical intervention was performed to remove the granuloma to decompress the spinal cord.

Manufacturer narrative:
Multiple requests to the publication author for additional clarifying information were made without success to acquire the following information: the dates of implant, any adverse events that occurred, lot numbers of the bioglue, amount of bioglue used, and the current status of the patient. No response was received. Manufacturing records for the bioglue used in the study were not reviewed as lot numbers were not provided. The system could not be queried for potential lots shipped to the hospital as dates of implant were not provided. A review of the publication was performed. The case reports of a (B)(6) male who had posterior cervical spine surgery which drained a cystic who grade ii intramedullary ependymoma, dural closure was achieved using 6-0 prolene and bioglue. 2 years post-operatively he presented with ¿progressive, intermittent left-sided neck and facial pain associated deteriorating myelopathy.¿ a surgical intervention was performed to remove the granuloma to decompress the spinal cord. During the reoperation a ¿large, firm, well-defined substance was identified.¿ it was carefully dissected from the adjacent soft tissue structures including a posterior section of the dura. ¿a pathology report confirmed a foreign body granuloma with minor, acute focal inflammation. Microscopy described a dense fibrous and fatty tissue with a foreign body giant cell reaction to amorphous eosinophilic material. There were foamy macrophages, lymphocytes, epithelioid cells and multinucleate giant cells with rare neutrophils seen.¿ the authors speculated, ¿as the upper cervical region is a particularly mobile segment of the spine the constant movement associated with this area may cause a persistent localized reaction with a ¿glue-oma¿ encouraging a longer-term inflammatory reaction that may progress years after surgery. According to the conclusions of the publication, ¿bioglue is a relatively effective dural sealant used in spinal surgery. It should be applied in a thin layer over a watertight dural closure to reduce the risk of granuloma formation.¿ unknown information includes the amount of bioglue applied and the technique in which bioglue was applied. Miscusi used bioglue in 12 patients who underwent spinal surgery; patient follow-up occurred at 3 months and 1 year. There were no complications in the bioglue group and no local or systemic adverse reactions to bioglue were observed during at 1-year. The authors do state in their experience a single very thin layer of bioglue is sufficient and that the application of larger quantities may create a ¿pooling of glue, potentially leading to serious side effects such as compression of spinal cord and nerve roots¿ (miscusi et al. 2014). Miscusi suggests in spinal dural closures bioglue should be applied <1mm thick along the suture lines (miscusi 2011). The IFU lists observed adverse event ¿inflammatory reaction.¿ the amount of bioglue used is unknown; however, if a large amount was utilized it could result in an enhanced or prolonged inflammatory reaction. The IFU lists inflammatory and immune responses as potential adverse events.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
The publication, "bioglue induced granuloma causing symptomatic spinal cord compression: a late complication" by rasul f.t. Et al. Published in acta neurochirurgica, describes two cases in which the use of bioglue caused a local reaction culminating in the formation of a granuloma that caused cord compression several years after surgery. Case 1 details of a (B)(6) year old male who underwent posterior cervical spine surgery in which bioglue was used for dural closure. Two years after surgery, MRI scans of the cervical spine showed progressively worsening cervical canal stenosis and an extradural lesion consistent with granulomatous collection posterior to the spinal cord. Surgical intervention was performed to remove the granuloma to decompress the spinal cord.